Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: colecystis. Event description: translation: I hereby request to inform the applier company that the following clipper fired only the first clip and then nothing. I am writing on behalf of [hospital] to inform that epix universal clip applicator box of 20 clips lot 1488968 is defective. Delivery note is attached. We request complimentary reinstatement. Additional information received from applied medical representative via complaint form on 28nov23: normal use: they tryed to clip but inside the clip applier there was only one clip, no clinical impact to the patient. Additional information received from applied medical representative via email on 29nov23: the trigger could be moved as normal. The first clip sat properly into the jaws. Patient status: ok. Intervention: change clip applier.

Manufacturer narrative:
On january 26, 2024, applied medical issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4), was included in the recall.

Event description:
Procedure performed: colecystis. Event description: translation: I hereby request to inform the applier company that the following clipper fired only the first clip and then nothing. I am writing on behalf of [hospital] to inform that epix universal clip applicator box of 20 clips lot 1488968 is defective. Delivery note is attached. We request complimentary reinstatement. Additional information received from applied medical representative via complaint form on 28nov23: normal use; they tryed to clip but inside the clip applier there was only one clip; no clinical impact to the patient. Additional information received from applied medical representative via email on 29nov23: the trigger could be moved as normal. The first clip sat properly into the jaws. Patient status: ok. Intervention: change clip applier.